Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking. It was further reported that primary tubing had come apart at the closest segment to the patient, below the hub. The issue was observed during patient infusion with IV lactated ringers and IV oxytocin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection was performed using the naked eye and the tubing was observed separated from the y-site clearlink. Dimensional test was performed to the tubing and was according to specification. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.